Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger/modem was not recognizing his batteries. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) is currently underway. The reported problem (battery charger not recognizing batteries) has been confirmed. Upon eval, it was discovered that there was corrosion on the battery connector. The root cause for the corrosion could not be positively identified but was likely ingress of an unk liquid. No adverse event resulted from the corroded battery connector. The pt received a replacement battery charger/modem.